Event description:
The doctor reported that during implantation of an intraocular lens, manufacturer unknown, that he had implant difficulties related to the outer diameter of the abbott medical optics cartridge. A microsurgery knife manufactured by kai industries was used to create the 2.8mm incision. The doctor was unable to insert the lens utilizing the amo cartridge. An alcon cartridge was tried; however, this cartridge wouldn''t work either. The doctor enlarged the incision so the tip of the cartridge could be inserted. The procedure was completed without any delay or inconvenience to the patient. The date of the event is unknown.

Manufacturer narrative:
A sealed unused cartridge of the same lot number was returned to the abbott medical optics manufacturing facility for evaluation. The initial examination revealed the cartridge was returned unopened in the original package. No damage on the tray was detected with a visual inspection at 10x magnification performed where no cartridge tip defects were observed. The cartridge was functionally tested and the result was found within specification. No tip issues or deviations during delivery were observed. Current manufacturing process control requires the verification of the cartridges for any defects including cartridge tip. A 100% visual inspection also applies for inspection of the inside of the cartridge tube. No tip defect was observed and the cartridge met product specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). Prior to release to market, the cartridge met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.